Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 501 mg/dl and 64 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported that on (B)(6) 2010 she received erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 171 mg/dl, 89 mg/dl, 46 mg/dl, 52 mg/dl and 264 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported that because the meter was giving "high" readings she did not take her glucose tablets despite having "low blood sugar". No third-party emergent medical intervention was reported. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: while troubleshooting with customer service the customer was unable to state how the test site was prepared prior to testing.